Manufacturer narrative:
Reported event was unable to be confirmed. Review of the device history record identified no deviations or anomalies during manufacturing. A supplier DHR was not requested as the device has a potential field age of approximately 9 years. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Inserter for use with a 54 mm o.d. Cup [item 00151601054 lot 61885685] was returned for review against the complaint. Visual review of the device shows nicks, gouges, and scratches on all surfaces from previous uses. Discoloration on the bottom of the device. The threaded hole in the piston shows a fractured piece left in the device. The maxera inserter handle threads into the maxera inserter and the fractured threaded tip was left in this device. No other damage was noted. Device has an approximate field age of 9 years. Upon final investigation, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the maxera 54 cup holder was unable to hold the implant. The claw was not retracting to be able to hold onto the cup. This product is now unusable. They were able to finish the surgery without any delay or patient harm. Attempts have been made and additional information on the reported event is unavailable at this time.